Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2352-50. Serial number: (B)(6). Batch/lot number: 7072819. Model/catalog description: linear 3-4 lead 50 cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the lead was broken.